Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation on insertion") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (underwent a vaginal hysterectomy). Essure was removed. At the time of the report, the uterine perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and uterine perforation to be related to essure. The reporter commented: plaintiff suffered physical pain and. Emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ("endometritis") and uterine perforation ("uterine perforation on insertion") in an adult female patient who had essure (batch no. 627744, 627739) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine pain and post coital bleeding. White count was normal. It was also noted that there was blood in her urine. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with antibiotics, doxycycline, metronidazole (flagyl), oxycodone hydrochloride; paracetamol (percocet), ciprofloxacin (cipro) and surgery (vaginal hysterectomy and partial salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the endometritis, uterine perforation and pelvic pain outcome was unknown. The reporter considered endometritis, pelvic pain and uterine perforation to be related to essure. The reporter commented: plaintiff suffered physical pain and. Emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: findings: bilateral tubal occlusion devices are noted. Impression: no renal calculus or hydronephrosis seen. Unfortunately, this study does not explain the patient's hematuria.; on an unknown date: this showed no kidney stones. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on an unknown date: one month ago had a hysterosalpingogram which was normal. Ultrasound scan - on an unknown date: normal. Endometritis. Most recent follow-up information incorporated above includes: on 14-may-2019: pfs +mr received: event endometritis was added. Medical history, lab data, historical drugs, lot number added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation on insertion/ perforation (uterus).') And endometritis ('endometritis') in a 45-year-old female patient who had essure (batch no. 627744, 627739) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine pain and post coital bleeding. White count was normal. It was also noted that there was blood in her urine. Concurrent conditions included vertigo. Concomitant products included meclozine hydrochloride (meclizine hcl) since (B)(6) 2014 and naproxen sodium;sumatriptan succinate (treximet) from (B)(6) 2009 to (B)(6) 2015. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with antibiotics, doxycycline, metronidazole (flagyl), oxycodone hydrochloride;paracetamol (percocet), ciprofloxacin (cipro) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, endometritis, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, cystitis and vaginal discharge outcome was unknown and the pelvic pain, heavy menstrual bleeding, bladder disorder, urinary tract disorder, urinary tract infection and vaginal infection had resolved. The reporter considered anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, endometritis, heavy menstrual bleeding, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff suffered physical pain and. Emotional anguish because of the essure device. Discrepancy noted -date(s) of insertion: (B)(6) 2008, (B)(6) 2008.date of removal (B)(6) 2009, (B)(6) 2009. Patient received treatment for events- pelvic pain female, uterine perforation. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: findings: bilateral tubal occlusion devices are noted. Impression: no renal calculus or hydronephrosis seen. Unfortunately, this study does not explain the patient's hematuria.; on an unknown date: this showed no kidney stones. Hysterosalpingogram - on an unknown date: one month ago had a hysterosalpingogram which was normal. Ultrasound scan - on an unknown date: normal. Endometritis lot number:627739 manufacture date: 2008-07 expiration date: 2010-07. Lot number:627744 manufacture date: 2008-07 expiration date: 2010-07. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-apr-2021: real fu was received and there was no significant change in the medical context of case. Aka added from medical records. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation on insertion/ perforation (uterus).') And endometritis ('endometritis') in a 45-year-old female patient who had essure (batch no. 627744, 627739) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine pain and post coital bleeding. White count was normal. It was also noted that there was blood in her urine. Concurrent conditions included vertigo. Concomitant products included meclozine hydrochloride (meclizine hcl) since (B)(6) 2014 and naproxen sodium;sumatriptan succinate (treximet) from (B)(6) 2009 to (B)(6) 2015. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with antibiotics, doxycycline, metronidazole (flagyl), oxycodone hydrochloride;paracetamol (percocet), ciprofloxacin (cipro) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, endometritis, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, cystitis and vaginal discharge outcome was unknown and the pelvic pain, heavy menstrual bleeding, bladder disorder, urinary tract disorder, urinary tract infection and vaginal infection had resolved. The reporter considered anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, endometritis, heavy menstrual bleeding, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff suffered physical pain and. Emotional anguish because of the essure device. Discrepancy noted -date(s) of insertion: (B)(6) 2008, (B)(6) 2008.date of removal (B)(6) 2009, (B)(6) 2009. Patient received treatment for events- pelvic pain female, uterine perforation. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: findings: bilateral tubal occlusion devices are noted. Impression: no renal calculus or hydronephrosis seen. Unfortunately, this study does not explain the patient's hematuria.; on an unknown date: this showed no kidney stones. Hysterosalpingogram - on an unknown date: one month ago had a hysterosalpingogram which was normal. Ultrasound scan - on an unknown date: normal. Endometritis lot number:627739 manufacture date: 2008-07 expiration date: 2010-07 . Lot number:627744 manufacture date: 2008-07 expiration date: 2010-07 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-may-2021: quality safety evaluation of ptc incident: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation on insertion/ perforation (uterus).') And endometritis ('endometritis') in a 45-year-old female patient who had essure (batch no. 627744, 627739) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine pain and post coital bleeding. White count was normal. It was also noted that there was blood in her urine. Concurrent conditions included vertigo. Concomitant products included meclozine hydrochloride (meclizine hcl) since (B)(6) 2014 and naproxen sodium;sumatriptan succinate (treximet) from (B)(6) 2009 to (B)(6) 2015. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with antibiotics, doxycycline, metronidazole (flagyl), oxycodone hydrochloride;paracetamol (percocet), ciprofloxacin (cipro) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, endometritis, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, cystitis and vaginal discharge outcome was unknown and the pelvic pain, menorrhagia, bladder disorder, urinary tract disorder, urinary tract infection and vaginal infection had resolved. The reporter considered anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, endometritis, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff suffered physical pain and. Emotional anguish because of the essure device. Discrepancy noted -date(s) of insertion: (B)(6) 2008, (B)(6)2008.date of removal -(B)(6) 2009, (B)(6) 2009. Patient received treatment for events- pelvic pain female, uterine perforation. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: findings: bilateral tubal occlusion devices are noted. Impression: no renal calculus or hydronephrosis seen. Unfortunately, this study does not explain the patient's hematuria.; on an unknown date: this showed no kidney stones. Hysterosalpingogram - on an unknown date: one month ago had a hysterosalpingogram which was normal. Ultrasound scan - on an unknown date: normal. Endometritis lot number:627739 manufacture date: 2008-07 expiration date: 2010-07 . Lot number:627744 manufacture date: 2008-07 expiration date: 2010-07 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: newly added events- bladder disorder, urinary tract disorder, bladder infection, uti, vaginal infection, vaginal discharge, reporter was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation on insertion/ perforation (uterus).') And endometritis ('endometritis') in a 45-year-old female patient who had essure (batch no. 627744, 627739) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine pain and post coital bleeding. White count was normal. It was also noted that there was blood in her urine. Concurrent conditions included vertigo. Concomitant products included meclozine hydrochloride (meclizine hcl) since (B)(6) 2014 and naproxen sodium; sumatriptan succinate (treximet) from (B)(6) 2009 to (B)(6) 2015. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with antibiotics, doxycycline, metronidazole (flagyl), oxycodone hydrochloride;paracetamol (percocet), ciprofloxacin (cipro) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, endometritis, vaginal haemorrhage, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain and menorrhagia had resolved. The reporter considered anxiety, depression, dysmenorrhoea, endometritis, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and. Emotional anguish because of the essure device. Discrepancy noted -date(s) of insertion: (B)(6) 2008. Date of removal (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: findings: bilateral tubal occlusion devices are noted. Impression: no renal calculus or hydronephrosis seen. Unfortunately, this study does not explain the patient's hematuria.; on an unknown date: this showed no kidney stones. Hysterosalpingogram - on an unknown date: one month ago had a hysterosalpingogram which was normal. Ultrasound scan - on an unknown date: normal. Endometritis. Lot number:627739; manufacture date: 2008-07; expiration date: 2010-07. Lot number:627744; manufacture date: 2008-07; expiration date: 2010-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: new pfs received- new events added: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition:depression and mental anguish, dysmenorrhea (cramping) were added. Outcome of events pain and menorrhagia from unknown to recovered/resolved were updated. New reporters, concomitant conditions and drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis') and uterine perforation ('uterine perforation on insertion') in an adult female patient who had essure (batch no. 627744, 627739) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine pain and post coital bleeding. White count was normal. It was also noted that there was blood in her urine. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with antibiotics, doxycycline, metronidazole (flagyl), oxycodone hydrochloride; paracetamol (percocet), ciprofloxacin (cipro) and surgery (vaginal hysterectomy and partial salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the endometritis, uterine perforation and pelvic pain outcome was unknown. The reporter considered endometritis, pelvic pain and uterine perforation to be related to essure. The reporter commented: plaintiff suffered physical pain and. Emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: findings: bilateral tubal occlusion devices are noted. Impression: no renal calculus or hydronephrosis seen. Unfortunately, this study does not explain the patient's hematuria; on an unknown date: this showed no kidney stones. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on an unknown date: one month ago had a hysterosalpingogram which was normal. Ultrasound scan - on an unknown date: normal. Endometritis lot number:627739, manufacture date: 2008-07, expiration date: 2010-07; lot number:627744, manufacture date: 2008-07, expiration date: 2010-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.